Event description:
Reportedly, on (B)(6) 2025, the device does not communicate despite good signal coverage at site. New monitor was correctly instaled and no issues occured.

Manufacturer narrative:
The device is not returned yet, therefore, there is no conclusion at the moment. The follow-up MDR will provide the results of this investigation.

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event. At reception, the device is out of order and is not able to communicate with the network. In-depth analysis determined that the reported problem was caused by a modem error, which prevented it from connecting to the network. The event is suspected to be caused by a hardware failure, which could be related to a defective modem, or a connection issue with the modem. The exact root cause could not be clearly determined. This case is retained and utilized for trending purposes.

Event description:
Reportedly, on (B)(6) 2025, the device does not communicate despite good signal coverage at site. New monitor was correctly instaled and no issues occured.